Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid colon resection, when the device was being inserted into the pt, it tore. Used another like device to complete the case with no pt consequence.